Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)) stockert 70 system (model# m-5463-01 serial# (B)(4)) coolflow pump (model# m-5491-02 serial# (B)(4)) (B)(4) are related to the same incident.

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and an ez steer thermocool nav bi-directional catheter, and suffered a cardiac tamponade, which required pericardiocentesis and protamine. The smarttouch catheter was used first and the catheter stopped fully deflecting towards the curve. The catheter was replaced with the ez steer thermocool catheter and the case resumed. A pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and protamine was administered. Additional information was received on the event. The patient was provided heparin for anticoagulation and normal ranges were observed. No transseptal puncture was performed. Event occurred during ablation phase. It is unknown if the patient required hospitalization due to the event. The last ablation was about 3-4 seconds. Settings during the event include: power control mode and power varied within 30-35 watts / irrigation setting was 30 ml/min. The power was not titrated during ablation and no error messages were observed on biosense webster equipment during the procedure. The physician's opinion regarding the cause of this adverse event is that this may have been caused with the thermocool catheter since force values are not indicated with this type of catheter and because the event occurred after the physician switched from the smarttouch catheter to standard 4mm thermocool catheter. However since both catheters were used prior to the event, this event will be conservatively reported under both ablation catheters used.

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis and protamine. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. A deflection test was performed and the catheter failed. Afterwards, the catheter was dissected and the puller wire was found detached from ferrule inside the handle, causing the deflection issue. An internal corrective action was created to address brass ferrule issues. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.